Event description:
Patient 3 and 4: patient 3's sample was pooled with patient 4's sample and generated a positive result for sars-cov-2 on cobas liat. Patient 4's sample was retested individually on two separate cobas liat analyzers and generated a negative result for all targets each time. Patient 3's sample was not individually retested on cobas liat. Both samples were retested on a competitor platform (genexpert/cepheid) and generated a negative result.

Manufacturer narrative:
Corrected b5 and b6 to reflect that the genexpert/cepheid test was a retest, not the initial test for patient 3 and 4. Updated b6 with sample type. No other changes, the conclusions remain the same.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Run #6341 and #6309 were identified to be near/at the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Run#5144 was seen as having low amplification. No abnormalities were observed for the remaining runs. Some likely causes for this discrepancy could be due to, off label sample collection, off label sample processing (pooling) and differences in testing platforms. The lod and genes tested for differs significantly between the cobas liat sars-cov-2/flu assay and the cepheid genexpert which could further explain the sample discrepancies.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Patient 1: initially tested on cobas liat and generated a positive result for sars-cov-2. The same sample was retested on a competitor platform (genexpert/cepheid) and generated a negative result. The same sample was retested on a separate cobas liat analyzer and generated a negative result for all targets. Patient 2 and 5: initially tested on cobas liat and generated a positive result for sars-cov-2. The same sample was retested on a competitor platform (genexpert/cepheid and generated a negative result. Patient 3 and 4: both samples were initially tested on a competitor platform (genexpert/cepheid) and generated a negative result. Patient 3's sample was pooled with patient 4's sample and generated a positive result for sars-cov-2. Patient 4's sample was retested individually on two separate cobas liat analyzers and generated a negative result for all targets each time. Patient 3's sample was not individually retested on cobas liat. The negative results are released. No harm was alleged. Per FDA¿s eua guidance, 5 MDR will be filed.